Event description:
The hcp reported, following a refill of the pt's pump in 2006, the pt began experiencing increased spasms. The pt has just gotten over gastritis and the symptoms were thought to be "possible gastritis." A specific workup was performed. In an x-ray of the catheter revealed it was intact. Another septic workup was performed the same year, including stool culture. The pump reservoir volume was checked and 17.2 mls were aspirated when 10.6 mls were expected. A diagnosis of withdrawal was given with symptoms of low grade fever, increased spasms, and restlessness reported. The pt was treated with supplemental oral baclofen (10 mg every 4-6 hours pm), and scheduled for surgery. A new pump was implanted. After pump replacement the pt's spasms were controlled and the pt recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.